Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/28/2015 and evaluated by lifescan product analysis on 4/30/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying a message related to ¿not enough blood¿, the patient could not recall the exact message obtained. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 7am on (B)(6) 2015. The patient manages their diabetes with pills, diet and exercise. The patient reported increasing their exercise over the past 15 years. The patient reported developing symptoms of ¿blurry vision, anxious, headache and dizzy¿ at 12:00pm on the same day. The patient denied receiving any treatment for these symptoms. The cca was unable to troubleshoot with the patient as they did not have their testing supplies available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged product issue began.